Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have slight charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. The complaint regarding thermal damage was confirmed by failure analysis.

Event description:
It was reported that during central processing, there was thermal damage on the plastic part of the jaws of the fenestrated bipolar forceps. The burn was a brown/red color and looked like bioburden to the customer. There was no report of patient involvement or reported injury.